Manufacturer narrative:
The reported event of mw file - device didn't receive the latest data set file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 10/16/2011. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "nurse was hanging magnesium sulfate infusion. When performing intravenous drip, it was noted that the concentration and rate of the magnesium sulfate were not matching those in the alaris pump. The drip was stopped immediately and pharmacy was notified. The pump was removed from the patient room. Pharmacist responded immediately to the unit to assess. It was noted that the alaris pump in question did not have the latest updates from (B)(6) 2018. Several attempts were made to update the alaris pump, but those were unsuccessful." An incomplete date of event of (B)(6) 2018 was provided. There was no patient harm.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "nurse was hanging magnesium sulfate infusion. When performing intravenous drip, it was noted that the concentration and rate of the magnesium sulfate were not matching those in the alaris pump. The drip was stopped immediately and pharmacy was notified. The pump was removed from the patient room. Pharmacist responded immediately to the unit to assess. It was noted that the alaris pump in question did not have the latest updates from may 2018. Several attempts were made to update the alaris pump, but those were unsuccessful." An incomplete date of event of xx-jun-2018 was provided. There was no patient harm.

Manufacturer narrative:
The reported event of mw file - device didn't receive the latest data set file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(6) service history showed the device had a manufacture date of 10/16/2011. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.